Manufacturer narrative:
The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed empirically as reported by the clinical specialist present at the case. Available information suggests procedural related factors likely contributed to the event. Procedural related factors include imaging issue (no leaflet grasping clip recorded). Procedural imaging was not returned, however information provided by the cs in the report indicated that imaging was challenging during the procedure. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. Four months post-implant, the patient experienced decompensation, and single leaflet device attachment (slda) was confirmed via echocardiography. The device had detached from the septal leaflet. Imaging during the index procedure was challenging. The patient underwent reintervention with two additional non-edwards devices, implanted in the anterior-septal (a-s) commissure. Initial tricuspid regurgitation (tr) grade was moderate before the index procedure, it was mild immediately after, increased to moderate after the slda occurred, and returned to mild after the re-intervention. The patient was in stable condition after the reintervention.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint (B)(4). The device was not returned for evaluation, as it remained implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.